Manufacturer narrative:
The device was not returned. The investigation was unable to identify a conclusive cause for the reported unknown marker on the guide wire. It is possible that the reported extra marker on the guide wire is the tin/silver solder joint (center and proximal) on the intermediate coils on the ht versaturn flex and versaturn verses the ht versaturn ultraflex with just tip and proximal coils which only require the center solder; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event has been estimated.

Event description:
It was reported hat an unknown marker was found on the versaturn f guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.